Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the end of the device was broken. According to (B)(6), the surgeon broke the device in surgery.

Manufacturer narrative:
Evaluation summary: the returned device does match the report, and the event was confirmed. Deviations in the inspection documents were not found. The review of the risk assessment for the failure mode indicated the issue was addressed adequately as no discrepancies were identified, therefore no corrective actions were deemed necessary at this time. The breakage surface at the connecting rim of the reception and the broken off piece show typical traces of a brittle breakage like no plastic deformation which suggests that sudden force was applied (e.g. Accidentally dropped or hammer blows upon repositioning or removal of the nail). Furthermore pre damages in former surgeries cannot be excluded. Functional check revealed that the sleeve could not be held as intended from the target device in the proximal 120° position due to the broken off piece at the reception. Thus function was not given any more. Evaluation revealed that the partly broken off rim is not linked to any deficiency of the device but rather related to intra operative damage by rough handling at user site. No discrepancies were detected during risk analysis review. No nonconformity was identified.